Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a spontaneous separation at the luer port. The medication emptied onto the floor when the separation occurred at the luer port closest to the spike. The patient was in the ICU, and there is no report of patient harm.